Event description:
The hospital reported, on the afternoon of (B)(6) 2024, the doctor replaced the sensor cassette for the abl90 flex analyzer, and the nurse's inspection showed everything was normal. On 11-sep-2024, at 9:30 am, the sensor cassette (lot number r0259) suddenly failed to function properly. The distributor was immediately contacted.

Manufacturer narrative:
Based on the radiometers investigation of the defective sample, there is no way to determine the cause of non-compliance, so the claim will be closed with "unknown root cause.